Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous proximal left circumflex coronary artery that is 90% stenosed. A 2.00x20mm mini trek balloon dilatation catheter was used for predilatation and ruptured at 8 atmospheres during the first inflation. Rota and another trek balloon were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.